Event description:
Aortic aneurysm repair with gold hemoshield, meadex co. Pt developed dic syndrome and expired. Following implant pt received fluorescein dye, became hypotensive, treated for allergic reaction and then developed dic.